Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the product experience report provided states that the pt's soft tissues released and led to edge loading, this could have contributed to the articular surface wear. However a definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to fracture of the articular surface.